Event description:
It was reported via repair work order that the siderail may not have locked upright as the timing link was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.